Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal of lung tissue in a video-assisted thoracoscopic surgery, the reload with particular lot n umber would not close. It was loaded correctly but the jaws of the reload would not close. They changed to a different batch with different lot numbers to complete the case. There was no patient injury.